Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. This is the only complaint reported to date for this lot number. Visual/microscopic inspection: the sample was returned bloody. The returned crosser segment measured 2.9cm in length. The outer catheter of the crosser was bunched near the distal tip and was observed to be separated from the distal tip. The point of detachment was jagged in appearance. Per the reported event details, the catheter was cut in order to remove from the patient's body. The guidewire segment was protruding out the distal tip of the catheter. No other anomalies were noted to the catheter. The unknown object returned with the sample was hollow and measured to be 0.7cm in length. The fa specialist followed up with (B)(4) to determine whether the unknown object was possibly part of the lesion being treated, but the facility could not confirm what the unknown object was. Medical records review: no medical records evaluated for this event. Image/photo review: no photo/image review performed for this event. Conclusion: a segment of the crosser catheter was returned with a segment of a guidewire inserted through the distal tip. The investigation is confirmed for material separation based upon the condition in which the sample was returned. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current crosser recanalization catheter instructions for use (IFU)provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Event description:
It was reported that after the recanalization catheter had been activated for approximately 5 minutes of the anterior tibial artery, the metal tip separated from the catheter and got stuck at the lesion site. An attempt was made to remove the catheter but was unsuccessful. Medical intervention was used to remove the tip of the catheter and then the catheter was cut and removed from the patients body. After suturing the vessel, contrast media was applied and confirmed no blood leakage. Patient status is unknown.

Event description:
It was reported that after approximately five minutes of activation in the anterior tibial artery, the recanalization catheter became stuck at the lesion and was unable to be removed. An attempt to remove the catheter was unsuccessful. Medical intervention was used to remove the tip of the catheter and then to cut the catheter and remove from the patient's body. After suturing the vessel, contrast media was applied and confirmed no blood leakage.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.